Event description:
Customer contacted beckman coulter inc. (Bci) regarding a low ck result of 72 iu/l generated by the unicel dxc 800 pro synchron chemistry analyzer. The rerun result was 143 iu/l and the higher result was confirmed on a different analyzer. The false low result failed delta check and it was not reported outside of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. A field service engineer (fse) performed cleaning, replaced some hardware, performed all calibration and alignments and ran qc. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.